Event description:
It was reported that the tip of a small pointer fractured intra-operatively and entered the patient's wound. It was further reported that antibiotics were applied.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that the tip of a small pointer fractured intra-operatively and entered the patient's wound. It was further reported that antibiotics were applied.